Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device evaluated by MFR: remains implanted.

Event description:
Patient reported that the smart toe implant is protruding on their toe and it hurting. They would like to have one of the smart toe taken out. Patient reported that they are in a lot of pain.